Event description:
It was reported to boston scientific corporation that two months after implantation of an uphold vaginal support system in an anterior repair procedure via a vertical incision, the patient presented with mesh erosion on the apical corner. The physician did not treat the erosion and does not plan any intervention at this time. The patient's condition was reported to be fine.